Event description:
21 yr old male, status-post rastelli procedure for corrected transposition of the great vessels. He has a conduit from the right-sided lv to the pa. He developed complete heart block for which he had a pacemaker implanted about four yrs ago. Prior to the event, the pt had a two day history of near syncope. He was taken to the cath lab to explore the pacemaker. Co corporate headquarters was contacted regarding the findings and the impression was that there was a potential defect in the atrial insertion connection. For this reason, the generator was abandoned and a new generator implanted.